Event description:
A customer reported a cgm (continuous glucose monitor) error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after following the instructions, the customer successfully started their sensor session without further issues.